Event description:
Arterial dissection. During an attempted ancure deployment, the vessel tore during sheath insertion. The vessel was repaired with a patch angioplasty. Access was not achieved and the case was aborted.